Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 04.027.035s. Lot: 76p1064. Manufacturing site: bettlach. Release to warehouse date: november 09, 2020. Expiry date: october 01, 2030. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Visual inspection: the pfna blade perf l100 tan was returned and received at us customer quality (cq). Upon visual inspection, scratches and discoloration was observed on the device and the anodized layer is partially worn away at the sleeve but have no impact on the device functionality. Functional test: overall functional test was not performed but during investigation, the locking screw was could be locked and unlocked as required and the tip of the pfna blade did rotate freely. Dimensional inspection: dimensional analysis was completed. The outer diameter of the shaft measured within specification, based on drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. - blade l75 ¿ 130 mm tan f/pfna blade. - blade l75 ¿ 130 mm tan/sst f/pfna blade. Investigation conclusion: the complaint condition was not confirmed for the pfna blade perf l100 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, the surgeon inserted the proximal femoral nail advanced (pfna) blade into nail and went to lock the blade off but couldn't get the handle to turn. The surgeon removed the blade from the nail and put it in the key for the pfna blade to see if it would tighten and the blade wouldn't move. Surgeon handed that blade off for return to dps and opened up other implant. Procedure was completed successfully with a delay of ten (10) minutes. There was no patient consequence.

Manufacturer narrative:
Product complaint #(B)(4). Patent identifier: (B)(6). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a spinal fusion surgery. During the surgery, when inserting pena blade into nail, the blade locked off and handle was not turning on. The surgery delayed 10-minutes. The surgery was completed successfully. There were no patient consequences are reported. Concomitant devices reported: unknown pfna nail (part# unknown, lot# unknown, quantity 1) this complaint involves one (1) device. This report is for (1) pfna blade perf l100 tan this report is 1 of 1 for (B)(4).